Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01051, 3007042319-2015-01052 and 3007042319-2015-01053) submitted for devices related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site did not return the controller for analysis. Review of the manufacturing documentation confirmed that the controller met all requirements for release. The most likely root cause of the power switching may be attributed to a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01051, 3007042319-2015-01052 and 3007042319-2015-01053) submitted for devices related to the same event. Previously reported controller on this section was incorrect. The correct controller associated with this complaint is (B)(4).

Event description:
It was reported by the vad coordinator that the patient reported battery switching with all batteries always on one port of the controller. All batteries and controller were exchanged. Patient is doing fine at home. This is report 1 of 3.